Event description:
It was reported, "o-ring in port, pushed out and fell into pts abdomen, was retrieved." It also was reported that there was no pt injury.

Manufacturer narrative:
This is being reported to the FDA, for conmed has had a sentinel event reported as medwatch #1320894-2008-00154. Conmed apologizes for the late submission of this report. Eval of the returned complaint sample confirmed that the seal was detached. Lot history review was not possible as the lot number of the device in this complaint was unk. Although the root cause of this complaint was undetermined, the probable cause is user-related. The probable causes are insertion of a sharp surgical instrument at an extreme angle through the 10/12mm gasket or rigorous use of surgical instruments, which stretched and disengaged the seal. The seals are 100% inspected on the mfg floor per procedure. Damage was inadvertently done to the seals by an end-user when inserting or removing instruments from the trocar. The complaint investigation could not confirm a mfg or product defect. The complaint is believed to be user technique related. Conmed is considering this complaint closed.